Event description:
Procedure type: laparoscopic hemicolectomy. According to the reporter: the pt was fine after the original surgery and developed complications at post op day 4. At 6 days post op an anastomotic leak at the staple line creating the anastomosis was detected. A re-operation and abdominal clean out was performed. Suture the site of the anastomotic leak. The re-operation was an open incision.

Manufacturer narrative:
(B)(4).